Event description:
The customer called to report blood glucose levels above 600 mg/dl. The customer also stated that he has the flu and that may be contributing to his high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the displacement test. At the end of the call, the customer's blood glucose levels remained above 600 mg/dl. The customer was advised to go to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.